Manufacturer narrative:
Multiple follow-up attempts were performed and no clarifying information was received. For now, mentor analyzed both implants. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On december 10, 2025, the product investigation for the device with lot number 2051031, was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Correction: on november 7, 2025, mentor became aware that it was erroneously indicated that the patient also suffered bilateral breast implant ruptures, however, there is no evidence of this reported. Medical device problem code, a24, has been added to accurately represent the event. On november 12, 2025, mentor received two devices with lot numbers 9995228 and 2051031 for evaluation. Upon review, their manufacturing dates are beyond the reported date of implantation, so it is unclear if these are the correct suspect medical devices. Follow-ups are in progress and a supplemental will be submitted when clarifying information is received.

Event description:
It was reported that a patient underwent breast augmentation revision with two 430cc mentor memorygel xtra breast implants. Post-operatively, the patient developed bilateral breast capsular contractures (baker grade IV) and also suffered bilateral breast implant ruptures. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2025. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
D4: UDI: as the lot number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).